Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder would not cauterize. At this point, the surgeon had been half way done with the procedure (about 10/15 min of ligation). A replacement unit was used to complete the procedure. The hospital did not report any pt effects. Product is returning.

Manufacturer narrative:
Maquet cardiovascular received the device on (B)(4) 2009. The visual inspection revealed that the cutter wire was burnt and there was a burn mark on the cold jaw boot. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received. (B)(4).